Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware of the identity of the impacted device. On (B)(6) 2020, mentor became aware that the patient underwent device removal and replacement with 500cc saline mentor smooth round moderate plus profile breast implants, catalog number 3502500, serial numbers (B)(4) on the left side and 9395587-025 on the right side on (B)(6) 2020. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device no apparent damage could be observed. Leak testing revealed there was leakage from the valve. The analysis was¿unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with unspecified saline mentor breast implants and experienced deflation on the left side postoperatively. As a result, the patient is scheduled to undergo device removal and replacement with an unspecified mentor breast implant on (B)(6) 2020.